Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right tha revision done on (B)(6) 2000 for a femoral stem that subsided. That surgeon back then put in an aml 8 inch stem. Since that revision surgery the patient has now recently started to complained about pain. The new ortho surgeon wanted to do a head and liner exchange because the tha put back in 2000 was pinnacle metal on metal. The surgeon did not say if the patient had elevated levels, etc. The surgeon removed the metal liner and head. He showed some metal debris inside the metal head and around the metal liner. The surgeon put in a new poly 36x52 neutral liner and 36 +12 ts ceramic head. He felt that the patient was short and needed to be lengthened. He put the hip thru rom and was happy with the final product. Doi: (B)(6) 2000; dor: (B)(6) 2019; right hip.